Event description:
"Catheter embolism: the catheter, a 2 fr ecc, was placed 13 days ago and the morning of the event was found to have broken with a 10 cm length having migrated to the ivc or possibly the lung. Embolized segment was removed with the aid of a radiologist." Customer has routinely used 5ml syringes to flush catheters and has used the ecc piccs since 1989.